Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a cracked right plunger case. A review of the event history log (ehl) identified motor rate error. No error which related to battery was found in ehl. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. Unable to verify the problem of battery starts smoking due to battery was not send in with pump by customer. The root cause of the problem was related to normal wear of the pump as it is over 14 years old. Replaced main board, motor assembly (stepper motor included), leadscrew and clutch halves. Replaced battery also replaced interconnect board for preventive. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump's motor was not running and the battery would start to smoke. No patient injury was reported.